Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of pain. Additional information provided in a review of invoice history confirms the right hip arthroplasty occurred on (B)(6) 2005 and the left hip arthroplasty occurred on (B)(6) 2006. Subsequently, patient's right hip was revised on (B)(6) 2008 and the left hip was revised on (B)(6) 2010 allegedly due to pain. Additional information received in patient medical records indicates that both revision procedures that took place were due to acetabular cup loosening and metallosis. The operative notes confirm that the head, cup, and taper were removed and replaced in each procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00097/00098).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2013-00097 / 00098 & 1825034-2013-02904 / 02907).

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of pain. Additional information provided in a review of invoice history confirms the right hip arthroplasty occurred on (B)(6) 2005 and the left hip arthroplasty occurred on (B)(6) 2006. Subsequently, patient's right hip was revised on (B)(6) 2008 and the left hip was revised on (B)(6) 2010 allegedly due to pain. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.